Manufacturer narrative:
The field service engineer (fse) verified sample aspiration module (sam) alignment and completed multi-transducer module (mtm) alignment and calibration including nucleated red blood cell (nrbc) whole blood calibration and mtm differential flow rate adjustment. The fse confirmed mix, sheath and sample pressures were set to specification and conductivity matching was also completed. Daily check, latron, and all controls were completed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications.

Event description:
The affiliate reported the customer alleged no suspect flags for blast cells, for one patient, involving the unicel dxh 800 coulter cellular analysis system. The customer indicated 53% of blast cells were noted on review of the manual slide. The customer reanalyzed the sample, on the original analyzer, and obtained a nucleated red blood cell (nrbc) interference flag. Reanalysis of the sample, on an alternate unicel dxh 800 analyzer, recovered variant ly (lymphocyte) and ly blast instrument flags. Erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.